Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen could not be calibrated. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen could not be calibrated. There were no reports of any adverse pts events or delays in critical therapies while the device was in clinical use. No additional information was provided.